Event description:
Reportedly, on (B)(6) 2025, dr. (B)(6) attempted to interrogate the device in question using two different programmers, without success. He requested that a sales resp also check the device before proceeding with any further information, on (B)(6) 2025. The sales resp confirms that it is impossible to communicate with the device. No previous data of previous follow-up are on the programmer, as it was recently replaced the last follow up carried out on (B)(6) 2025 showed that the device was functioning normally and had a lifespan of between 7 and 10 years. The sales resp cannot determine whether the problem is due to communication with the device or the battery. The doctor explanted the device on (B)(6) 2025.

Manufacturer narrative:
Please refer to the attached report. The expertise of the returned ICD didn¿t reveal over-consumption. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, on (B)(6) 2025, dr. (B)(6) attempted to interrogate the device in question using two different programmers, without success. He requested that a sales resp also check the device before proceeding with any further information, on (B)(6) 2025. The sales resp confirms that it is impossible to communicate with the device. No previous data of previous follow-up are on the programmer, as it was recently replaced the last follow up carried out in (B)(6) 2025 showed that the device was functioning normally and had a lifespan of between 7 and 10 years. The sales resp cannot determine whether the problem is due to communication with the device or the battery. The doctor explanted the device on (B)(6) 2025.